Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited r-wave undersensing, increased threshold measurements and intermittent loss of capture (loc). A lead dislodgement was suspected. Boston scientific technical services (ts) recommended performing a chest x-ray. The physician opted to make programming changes and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.